Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the old lead was explanted and replaced with no additional information. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that stimulation was not possible due to the lead. No additional information was available. Lead replacement was done on (B)(6) 2016. Relevant medical history includes urge incontinence since 2008. No further complications were reported/anticipated.